Event description:
It was reported that the patient had an anterior/posterior fusion at levels l5 and s1 during which the break off set screws were broken off. A few weeks ago, the patient reported hearing a clicking in his back when he stood up. Surgeon took x-rays, and noticed there were set screws that had separated from the screws and rod. Surgeon feels the anterior graft is solidly fused and has no plans for a an additional procedure as of now. On (B)(6) 2014, patient presented with popping sensation and some pain in the lower back region. Patient underwent x-ray which shows disengagement of several of the set screws in the lower lumbar construct. There is no hardware breakage or loosening. No sign of ps eudoarthrosis. Revision surgery was done on (B)(6) 2015.

Manufacturer narrative:
Product analysis observations: no indication regarding the location of set screw implantation in the construct was provided or identified. Microscopically examined set screw rod interface node and surface. No damage identified to set screw thread crest or flanks. Node height and morphology of node deformation found to be typical and consistent of full tightening. Node deformation height (@ center) typical and consistent with bench comparison samples. Set screw rod interface node height and morphology are consistent with full tightening. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): unknown image review findings:alif with sovereign at l4 and l5 along with posterior pedicle screw stabilization from l3 to s1. Ap and lateral x-rays are reviewed showing the lower set screws have come undone, involving s1 and l5. Symptoms of clicking and electrical jolts have been reported by the patient but no plan to revise has been presented. Solid fusion has been reported suggesting the devices have met their intended function.